Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between april 29, 2024 and april 30, 2024. H11: the device was received for evaluation with 26ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a small volume folfusor. It was observed that there was hardly any flow through the device through seven days of therapy. The device was filled with fluorouracil and dextrose 5% in water. There was no report of patient injury or medical intervention associated with this event. No additional information is available.